Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cracked y-site was confirmed. The sample was evaluated and this event was determined to be supplier related. The supplier has been notified of this event. Bd is working closely with the supplier to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample.

Event description:
Customer reported a cracked needle. The meds infusing were ifosfamide/mesna. Additional information received 6/7/2023: patient's shirt had a large amount of white residue and chest/shirt was damp. Chemo tubing had to be clamped and paused so that patient could be cleaned up and chemo be re-administered in a different unit.

Event description:
It was reported by the customer a cracked needle. The meds infusing were ifosfamide/mesna. Patient's shirt had a large amount of white residue and chest/shirt was damp. Chemo tubing had to be clamped and paused so that patient could be cleaned up and chemo be re-administered in a different unit. Additional information received 6/7/2023: patient's shirt had a large amount of white residue and chest/shirt was damp. Chemo tubing had to be clamped and paused so that patient could be cleaned up and chemo be re-administered in a different unit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.